Event description:
A malfunction in the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer decided to use a backup insulin pump while tandem technical support arranged to replace the malfunctioning pump, but the customer declined interest in an out-of-warranty loaner pump.